Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was torn during implantation. When the lens was removed, the incision was enlarged and sutures were needed. The facility stated it is unknown as to what caused the lens damage. An msi-tm injector was used and the facility did not specify the lot number. Additionally, the facility did not provide the model and lot number of the cartridge used during surgery.